Manufacturer narrative:
Age at time of event: 18 years or older initial reporter address: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel in the left hand. After the guidewire crossed the lesion, a 3.5-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, before inflation to nominal pressure, the balloon ruptured (the pressure does not rise). Because there was a little calcification, the physician commented that there was a possibility of a pinhole rupture. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older e1: initial reporter address 1: (B)(6) e1: initial reporter city: (B)(6) device evaluated by MFR. : a symmetry device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 14mm in length and extended from a position 2mm distal of the distal markerband to 10mm proximal of the distal markerband. The rated burst pressure for this balloon is 15 atmospheres. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel in the left hand. After the guidewire crossed the lesion, a 3.5-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, before inflation to nominal pressure, the balloon ruptured (the pressure does not rise). Because there was a little calcification, the physician commented that there was a possibility of a pinhole rupture. The procedure was completed with a different device. There were no patient complications reported.